Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin, and remained static at 95 units. There was no impact to the customer's blood glucose level. The customer confirmed that the current cartridge would continue to be used.